Manufacturer narrative:
A depleted ipg was reported to abbott. The implant was not returned for evaluation nor were stimulation settings available for analysis. In absence of sufficient stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete initial reporter information.

Event description:
It was reported that the patient's ipg depleted and stopped providing therapy. It is unknown if ipg depleted prematurely or normally. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.